Manufacturer narrative:
Conclusion code: a review of the batch mfg records was conducted. This review did not identify any non-conformance's and the batch met all sterilization release criteria. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Pt reports developing an infection two weeks following an umbilical hernia repair in 2000. The pt was returned to surgery for incision and drainage. The pt reports that, the incision is currently swollen and draining on the right side.